Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that the insulin was crystallized. Reportedly, the pump supplies and insulin vial were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 467 mg/dl.